Event description:
The customer obtained a non-reproducible, higher than expected vitros tropi es result from a single patient sample processed on a vitros 5600 integrated system. Vitros tropi es result=0.123 vs. Expected < 0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. A preliminary ¿positive¿ result was verbally communicated from the laboratory pending confirmation. It is assumed that the customer questioned the higher than expected tropi es result and reprocessed the sample as the initial result was above a critical value. The expected result of <0.012 ng/ml was later reported from the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, falsely elevated vitros tropi es result was obtained from a single patient sample processed on a vitros 5600 integrated system. A definitive assignable cause for the event could not be determined. There was no indication that a vitros tropi es reagent or instrument issue contributed to the event. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause could not be determined.